Event description:
According to the information received, an 11mm amplatzer septal occluder (aso) was placed due to right to left shunting. The 11mm aso was opted to be replaced, due to being too large, with a 9mm aso. Within two minutes of the 9mm aso being deployed, it embolized into the left ventricle (lv) and bounced into the left ventricle outflow tract (lvot), which produced a transient av block. The patient was sent to the or for device removal.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The 9mm amplatzer septal occluder (aso) was returned to st. Jude medical (sjm) in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test 6f torqvue loader without any deformities. The device was returned within specifications. Summary: review of the medical records and images by sjm's medical consultant resulted in the following findings: three cd's (one containing fluoroscopic images and two containing tee images of the device deployment) were received. Cd 1 - contained fluoroscopic images of the balloon sizing which was performed with a numed balloon. The balloon sizing was extremely aggressive and can be labeled as "severe balloon stretching" of the defect. After the device was deployed, the wiggle test was extremely strong. Two device deployments were seen. The larger device was removed and replaced by smaller device. Later, images of attempts to retrieve the embolized device from the left ventricle (lv) were seen. Two snares were seen, one from the femoral vein through the atrial septum and the other from femoral artery. Cds 2 and 3 were tee images of the device deployment. The cd was of fair quality and it appears more attention was paid to interrogate the valves rather than to the atrial septum. The atrial septum toward the av valve rims was of thin consistency but adequate. The aortic rim in multiple views was almost adequate. The svc and ivc rims were good size. Of note was the thin consistency of the atrial septum with strong suspicion of more than one defect. The possibility of additional defects unfortunately was not interrogated well. The first device was very large and almost hour glass in shape after deployment. It was removed and the 2nd device was placed. This device appeared to have better configuration. The waist of the deployed device was about 7 mm; hence the waist was constricted. In addition, the waist was from the aorta. This appearance was strongly suggestive of device being in one of the small defects. The minnesota wiggle was one of the strongest ones the physician reviewer has seen over the last three years. Although the discs seemed to straddle the aortic rim, the wiggle test early demonstrated that the right disc moved away from the aortic rim and into the left atrium. The device, hence, was held by a very thin rim of atrial tissue which gave in after the device was released and the device embolized into the left atrium. Conclusion: complicated atrial septum with at least three defects. These were not interrogated well by tee and the atrial septum was thin. Extreme balloon stretching of one of the smaller asds while balloon sizing. Extreme minnesota wiggle which may have partially contributed to device embolization by further weakening the septum. The right atrial disc of 11 mm device is 10 mm larger than the waist (21mm) where as the right atrial disc of 9 mm device is 8 mm larger than the waist (17 mm). By decreasing the size of the device by 2 mm the right disc size was decreased by 4 mm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.